Event description:
Complainant alleged that the medics were monitoring the heart rhythm of a patient (age unknown), in lead 2. The medic then switched to defibrillation mode. The medic made several attempts to switch to electrode mode, but the device failed to switch to electrode mode. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.